Event description:
It was reported that the external pulse generator (epg) exhibited a self test error code and has a damaged case. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported self test error; main printed circuit board found contaminated. Analysis also confirmed the reported broken case; upper case is broken and lower case is broken and contaminated. Analysis also found the ring cover is broken. Side bail covers and side bails are missing. Lead flex cover, board connector cable, battery flex, and lcd (liquid crystal display) are contaminated. Serial number label is damaged. (B)(4).